Manufacturer narrative:
The event date was estimated based on 45 days from procedure date.

Event description:
It was reported that a device related thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa seal. The patient was prescribed eliquis post procedure. In (B)(6) 2020, the patient presented for their 45 day transesophageal echocardiography (tee) follow up which revealed a device related thrombus. It was reported the patient was non-compliant with their medication. The patient is in good condition and will remain on eliquis until the next follow up.